Event description:
It was reported that 3 bd insyte¿ autoguard¿ bc pro winged IV catheter experienced catheter backs out of vein. The following information was provided by the initial reporter: incident details: attempted 3 IV starts with push button IV catheters provided to ems(insyte autoguard bc pro winged). These IV's are substandard and have a higher failure rate than our previous IV catheters (protectiv) that are advanced by pushing an index finger forward. These push button caths have a design flaw in the springloaded mechanism, where after getting the initial flash of blood and advancing the needle, pressing the button engages the spring mechanism, that violently pushes the catheter backwards and can slightly dislodge it from the vein, leaving it unable to advance into the vein and causing it to fail. Impact of incident: there was no specific negative outcome or harm for the pt. He was a suspected cva pt, which IV access was attempted 3 times prior to arrival at hospital and all attempts failed. A bedside nurse was able to establish an IV, with the non push button type IV that the hospitals continue to stock (protectiv), without difficulty. This did, however slightly delay the pts movement to CT. There is also a higher risk to pt for infection with multiple IV attempts.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown .h.4 device manufacture date: unknown.

Event description:
It was reported that 3 bd insyte¿ autoguard¿ bc pro winged IV catheter experienced catheter backs out of vein. The following information was provided by the initial reporter: incident details: attempted 3 IV starts with push button IV catheters provided to ems(insyte autoguard bc pro winged). These IV's are substandard and have a higher failure rate than our previous IV catheters (protectiv) that are advanced by pushing an index finger forward. These push button caths have a design flaw in the springloaded mechanism, where after getting the initial flash of blood and advancing the needle, pressing the button engages the spring mechanism, that violently pushes the catheter backwards and can slightly dislodge it from the vein, leaving it unable to advance into the vein and causing it to fail. Impact of incident: there was no specific negative outcome or harm for the pt. He was a suspected cva pt, which IV access was attempted 3 times prior to arrival at hospital and all attempts failed. A bedside nurse was able to establish an IV, with the non push button type IV that the hospitals continue to stock (protectiv), without difficulty. This did, however slightly delay the pts movement to CT. There is also a higher risk to pt for infection with multiple IV attempts.

Manufacturer narrative:
There was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record could not be performed as the lot number was unknown. H3 other text : see h10.